Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black particulate matter was observed on the connector of the homechoice cassette. This was observed prior to use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye noted black particulate matter embedded at the tip of the white spike. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be related to the manufacturing molding process. Should additional relevant information become available, a supplemental report will be submitted.